Event description:
Surgeon had removed a ts tibial insert during a wash out. The patient was a reimplant for infection. There was no issue with the implant. He just wanted to do a complete washout of the knee.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and no medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. Complaint history review indicates there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
Surgeon had removed a ts tibial insert during a wash out. The patient was a reimplant for infection. There was no issue with the implant. He just wanted to do a complete washout of the knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.